Manufacturer narrative:
A company service rep checked the system and found it to meet performance specifications. Worked with customer on settings and technique. Questionnaire has not been returned to date.

Event description:
Reporter noted phaco burn in middle of case.